Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reach elective replacement indicator (eri) and experienced a power on reset (por). The device was explanted and replaced. No patient complications have been reported as a result of this event.